Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. The unit was unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test due to blank display. The device also had a severely scratched display window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that their insulin pump became blank after the device was exposed to a rain storm. The patient's blood glucose at the time of incident was 50 mg/dl. The customer stated that their blood glucose had been going crazy since having a steroid injection. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.